Event description:
The patient reported that they do not want to turn their device off for a polygraph test because recently the patient experienced back to back seizures and was admitted to the hospital. The patient mentioned the neurologist found out that his device had been turned off. The patient did not specify when or how long the device was turned off, but it was noted that the neurologist turned the device back on. Further follow up with the patient¿s nurse practitioner confirmed that the patient has not followed up with the office since (B)(6) 2014. The nurse practitioner mentioned that the output current was programmed to 0.25ma, but that the patient did not come in for any additional follow up following the august 2014 appointment. The nurse practitioner informs that they had evaluated this patient several times, and the nurse practitioner is positive that the device has never been turned off. No other relevant information has been received to date.

Event description:
Further follow up with the patient¿s treating physician confirmed that at the patient¿s most recent appointment in (B)(6) 2019, the vns was still programmed on and functioning as expected. The office was not aware of the patient¿s reported seizures, and they have not seen this patient since the event reportedly occurred; therefore, no additional relevant information could be provided in regards to this report. No other relevant information has been received to date.